Event description:
A male pt in his 90's with an aso underwent a pta on (B)(6) 2013. The left cfa was punctured with a set 21g needle and a set nitinol wire guide was advanced to perform pta in the left sfa. However, the wire guide would not advance smoothly into the sfa but moved back and forth between the sfa and dfa repeatedly. The physician withdrew the wire guide when it made a loop in the cfa, then the wire guide got caught on the cfa resulting in separation of the wire guide at approx 1cm from the tip and the 1cm tip remained in the left cfa. Lesion in the left sfa was treated with parent 6fr advanced from the right cfa contralaterally. Since a part of the remained wire guide appeared to be protruding outside the vessel and the pt was old, over 90 years old, retrieval of the remained section was not conducted but the physician decided to take a wait-and-see approach.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.